Manufacturer narrative:
The device history record (DHR) review was not warranted. It was reported by the customer on the product experience report (per): ¿after the surgery, the nurse cut the wire of the pulsavac and left it on the stainless table. The patient was still in the room, but the wound was closed. One of the batteries exploded. No one was injured; one nurse mentioned she felt an electrical charge on her hand even though she was not touching the device¿. The complete device was not returned. The battery pack was returned on may 30, 2016. Visual incoming inspection found that the grey electrical cable had been severed and the batteries had a catastrophic electrical short resulting in the expulsion of several anodes. The battery pack was the only item returned. Functional testing of the battery pack and/or batteries was not possible due to the condition of the battery pack and batteries. The customers reported event was confirmed at incoming inspection. The root cause for this event is improper disposal of the device in contradiction of the instructions for use (IFU). Severing the electrical cable with the batteries still in place can cause an electrical short initiating the batteries splitting open or anode expulsions. The device instructions for use and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn. The IFU explicitly states: warnings: explosion hazard. Do not use in presence of flammable anesthetics or gases; do not submerge handle in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid; do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury; do not submerge the battery pack in liquid. Additionally, the (B)(4) lid for the individual pulsavacs devices states: warning: explosion hazard. Do not use in presence of flammable anesthetics or gases. Do not submerge in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid; do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury; do no submerge the battery pack in liquid; use caution when removing batteries. The battery pack contains alkaline batteries. Exposure to the contents of an open or leaking battery or their combustion products could be harmful. Avoid skin and eye contact; use neoprene or natural rubber gloves and safety glasses with side shields when handling batteries.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the battery exploded; the event was at the end of the case where the pulsavac was laying on a stainless table.

Event description:
Additional information received on jul 13, 2016 stating that the reported issue occurred after surgery; the cord was cut prior to battery exploding. No medical intervention/additional surgical procedure was required and the surgical technique for the product was utilized.